Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va22c6p, implanted: (B)(6) 2019, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# (B)(6), serial# implanted: (B)(6) 2019, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 09-sep-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that post-op on (B)(6) 2025 the patient noticed stimulation was causing a shock down their leg into their foot and had numbness in their buttocks. In an effort to resolve these issues, stimulation was turned down and the pulse width/rate were adjusted, but this did not result in relief. The cause was not known, and the issue was ongoing. A lead revision on (B)(6) 2025 was possible, but the revision date was not yet confirmed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the cause of the patient feeling stimulation down their leg into their foot was unknown, and there wasn't anything in particular that they could determine was the most likely cause. In an effort to resolve the issue, the rep stated they initially adjusted the patient's settings following their surgery; the pulse width was adjusted from 210 to 40 on electrode 0, 1, 2, and 3. The leg stimulation continued to occur after this and it was determined that the lead should be replaced in surgery. The surgery was performed on (B)(6) 2025 and when the stimulation was turned on the patient didn't have any stimulation in their leg. The issue has been resolved.